Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they were not able to read insulin pump screen. The customer's blood glucose value was unknown at the time of incident. The customer reported crack on reservoir compartment and insulin pump's screen. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. However, device received with severely scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.